Manufacturer narrative:
Additional information was added: the lot was manufactured from july 23, 2019 - july 24, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor would not flow. It was further reported that there was some residual solution in the reservoir after the device was disconnected. This issue was identified after use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.